Manufacturer narrative:
Additional information: (B)(6) the super torque plus multipac diagnostic catheter was damaged in the packaging at the hub. There were no patient injuries. The product was returned for analysis. A non-sterile unit of a diagnostic catheter mpac stp 6f was returned. Per visual analysis no original packaging was returned for analysis. The hub of the unit was returned broken (the separated pieces were not returned). Per microscopic analysis a broken condition was confirmed in the hub thread of the catheter. No other anomalies were noted. Per sem analysis the crack passed through the complete thickness of the hub. This suggests that the internal surface of the hub experienced a force that could cause the cracking. Transverse view of the fractured section of the hub showed a pattern of plastic deformation commonly found on tensile fractured surfaces. Also, tool marks were observed on the thread hub which confirms that external force was applied. No other anomalies were found during sem analysis. No DHR review activity was performed as no lot number was provided. The reported ¿luer hub separated-prior to use¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the limited information available for review external forces may have contributed to the break as evidenced by a pattern of plastic deformation noted on the fractured section of the hub during analysis. According to the instructions for use ¿store in a cool, dark, dry place. Do not use if package is open or damaged. Do not use the catheter if the ¿use by¿ date on the package label has expired. Do not resterilize. Exposure to temperatures above 54oc (130of) may damage the catheter. To prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter. Exercise care when removing guidewires from multiple-curve catheters.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken

Event description:
It was reported the super torque plus multipac diagnostic catheter was damaged in the packaging at the hub. There was no patient injuries. According to the "fal" device analysis, the hub of unit was received broken (the separated pieces were not returned).